Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.